Event description:
It was reported that this patient underwent a left shoulder replacement. Subsequently, the shoulder dislocated, necessitating revision surgery. During the revision procedure, the surgeon revised the polyethylene liner, humeral tray, and glenosphere. The patient was last known to be in stable condition following the event. No further information is available.